Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site and difficulty/the inability to connect the needle and syringe. Product defects were noted during use. The following information was provided by the initial reporter: complaint 2 of 2. Customer reported leaking from the syringe however still went to fill a cartridge with it. Will continue education process/troubleshooting for the future and consider set change if indicated. Requested he speak to md so they are aware of what transpired and discuss back-up plan if ever needed. Caller reported that he did not screw the needle onto the syringe tightly enough, so insulin leaked out from between the needle and the syringe. Customer acknowledged user error number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no . Product with issue - unknown. Product lot # - unknown. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes. Resolution - caller was able to successfully fill a cartridge.